Event description:
It was reported that an unspecified malfunction alarm occurred. The customer to reach out to their healthcare provider for back-up insulin therapy. Customer¿s blood glucose level was 155 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.